Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the whole medication did not have a pocket associated with it, whereas partial quantities could be associated. When the customer attempted to dispense midazolam, the drawer opened but no medication was present to withdraw. Subsequently, a second drawer opened and would not allow the drawers to be closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that midazolam was misconfigured as a ¿whole¿ item without an assigned pocket. A technical support specialist (tss) ran an event report, which showed that the medication was refilled into mini pockets on main drawer 1.9 pocket 11. The tss shared the findings that the medication was refilled on (B)(6) 2026 at 23:13, and no access was recorded on pocket 6 between (B)(6). On (B)(6) 2026, a blind count was initiated, which showed inventory expected = 0 and reported = 1, with delayed verification and multiple re-access drawer events logged. Discrepancies were created on main drawer 1.9 pocket 6 (blind count) and pocket 7 (system 0 vs inventory 1). This discrepancy caused the medication to be refilled into mini pockets. This detailed information was sent to the customer. No updates or responses were received from the customer before case closure. The technical support specialist closed the case.